Manufacturer narrative:
Device evaluation: the device evaluation of resonance stent set device of unknown lot and catalog number could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached literature paper and relates stent obstruction manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data historical data was not reviewed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0020 which informs the user about the potential adverse events associated with indwelling ureteral stents include: allergic reaction to nickel, bladder spasm, diminished urine drainage/stent occlusion, fever, fistula formation including arterioureteral fistula, hemorrhage, hydronephrosis, infection, insufficient urine drainage, loss of renal function, pain/discomfort, perforation of kidney, renal pelvis, ureter and/or bladder, peritonitis, pyuria, stent degradation/fracture, stent dislodgement/migration, stent encrustation, stent failure, tissue ingrowth, ureteral reflux, urinary symptoms (frequency, urgency, incontinence, dysuria, hematuria), urinary tract tissue erosion. It should be noted that the instructions for use lists stent occlusion as a known potential adverse event associated with indwelling ureteral stents. There is no evidence to suggest the customer did not follow the instructions for use (ifu0020). Image review an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause of the obstructions could be attributed to the use of the device. As previously mentioned, stent occlusion is a known adverse event associated with indwelling ureteral stents. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction complaints of this nature will continue to be monitored for similar event. Summary: according to literature there was two cases of stent obstruction reported. Confirmed quantity of 02 device, confirmed used. The obstructions likely treated required intervention. A possible root cause of the obstructions could be attributed to the use of the device. As previously mentioned, stent occlusion is a known adverse event associated with indwelling ureteral stents.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-nov-25.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Teo et al. ¿ antegrade stenting for chronic malignant ureteral obstruction with the resonance® metallic stent: a case series. A retrospective medical record review of our electronic database from june 2022 to may 2023 was performed. 11 patients who had undergone a total of 16 resonance® stent insertions via antegrade route were identified for the study. All antegrade ureteric stenting procedures were performed by an experienced interventional radiologist. Local anaesthesia was routinely administered, starting from subcutaneously all the way to the renal capsule. For patients without an existing percutaneous nephrostomy, an insertion of one was performed prior to antegrade stenting. Under ultrasonographic guidance for localisation of the collecting system, an accustick introduction system set was used for access and subsequent guidewire insertion. Fluoroscopy was used to confirm the location of the puncture. The percutaneous track was dilated over the guidewire and a 8fr locking drain was subsequently placed into the renal pelvis. The nephrostomy tube was then removed over a guidewire and exchanged for a 7fr/23 cm access sheath. The guidewire was advanced to obtain access proximally from the renal pelvis, all the way till the urinary bladder. The length of a 7/8fr resonance stent was measured as appropriate, inserted and deployed with the distal end in the bladder and the proximal end sited within the renal pelvis. The safety kit of the stent was subsequently removed after final confirmation of the location of the stent with imaging. The existing nephrostomy tube was not removed until followed by a check nephrostogram 1 to 2 days later to confirm technical success of antegrade ureteric stent placement. This event is covering stent obstruction. 2 events for stent obstruction likely requiring intervention. 11 patients (undergoing 12 operative procedures) with a total of 16 resonance® stents inserted (bilateral insertions counted separately). Age: median 65 years (range span reported as 32 years). Sex: 8 male (72.73%), 3 female (27.27%).